Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) was found passed out on the floor. No further patient effects were reported.

Manufacturer narrative:
Event clarification and resolution have been requested from the field representative who later reported they had not further details concerning this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.